Event description:
1/23/98 dr performed a video assisted diagnostic laparoscopy, excision of a lesion of the pelvic floor, and lysis of adhesions. During the surgical procedure, nursing reported the surgical tech threw the cord off the sterile field to the circulator nurse so that the plug could be connected into the bovie unit. Almost immediately, the monopolar cord flamed (5-6" high) at the junction of the connector into the bovie unit. No apparent injury to pt or staff. Nursing not aware of obvious fraying in the cord.